Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error and low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 volts for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector. Pump was monitored and functioned properly. Unit received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power system error. The customer¿s blood glucose level was 235 mg/dl at the time of the incident. The customer stated that she is having an issue with her insulin pump, it is currently asking to rewind and fill tubing. The customer was able to disconnect and follow the steps. Advised to check the alarm history, per the customer a lot of power error alarms. The customer was advised to remove the battery from the insulin pump monitor the notification light. The notification light did not immediately stop flashing. Customer is not using a 620g/640g insulin pump with software version 2.6. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.